Event description:
The patient had a severe lesion in middle of rca, with severe proximal tortuosity, and the lesion never was reached with the bxsonic stent despite predilatation with a 4.0 x 30mm balloon. When the physician pulled the stent back, it got stuck in the angioplasty (y) connector.